Event description:
The customer reported that during an unspecified procedure, no image was observed on the camera head. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ no image¿ was confirmed due to a faulty cable. The cause of the cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer. And the legal manufacturer's final investigation. This report also reflects a correction to e2, e3. E2, e3: corrected. To reflect initial reporter is a health professional. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of no image displaying was, due to a faulty cable. Which was likely, caused by external damage. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from the customer, states that the patient was not under general anesthesia. And there was no delay to the procedure. There were no other devices involved in the event. And therefore, no other devices were replaced, during the procedure. The intended procedure was completed with a similar device.